Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report thrombus. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. While advancing the ntw clip delivery system into the left atrium, a thrombus or tissue was observed adhering to the tip of the clip. By the time the device was removed, the unknown object was gone. It was thought it was a clot that had dissolved due to heparin. The device was removed and a replacement was used to complete the procedure, reducing mr to trace. No additional information was provided.